Event description:
It was reported that the patient has expired. The implant duration was less than a month. It was noted that the patient had parivalvular leak, but the cause of death remains unknown. In the operative report of the procedure occurring one day before the patient's death, it was noted that: the patient left the operating room in critical condition for further monitoring.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was initially learned through implant patient registry. Through follow-up with the surgeon, we received a copy of the operative report for the surgery which occurred a day before the patient's death. Unfortunately, the surgeon is unaware of the devices' location. A device history record review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.